Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported incorrect readings of o2 concentration could not be duplicated. No parts were replaced. Functional checks were performed and the ventilator was cleared for clinical use. Review of provided ventilator logs found that alarms for high and low o2 concentration were generated. The reported tandem use of a high frequency jet ventilator (hfjv) implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but the measured expiratory values would include the values of the hfjv and therefore, the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms, for example high o2 or low o2 concentration. The use of a hfjv in tandem with the ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown. The use of hfjv in tandem with the ventilator is the most likely contributing factor to the reported alarms.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the measured o2 concentration was higher than set when the ventilator was run in tandem with a high frequency jet ventilator (hfjv). There was no patient harm. (B)(4).